Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0872 inches. The following were noted during visual inspection: minor scratched display window, scratched display window cover, scratched case, and pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thump and carelink upload was successful. The pump did not have a battery installed when received. No damage noted on the original battery cap. There were no boluses listed on the event date 02-jun-2023 in the pump history file on svn 000315985591. Please see below for the daily total of all insulin delivered on the event date 02-jun-2023 on the primary svn 000315985591. 06/03/2023 00:00:00.000 dailytotalsg670 (63) dailytotalcollectionstarttime: 06/02/2023 00:00:00.000 dailytotalofallinsulindelivered: 186500 (18.65 u) dailytotalofbasalinsulindelivered: 186500 (18.65 u) dailytotalofbolusinsulindelivered: 0 (0 u) there were no autosuspend (12) alarm in the pump history file. There were no usersuspended (2) alarm listed on the event date 02-jun-2023 in the pump history file. There were 132 boluses listed on the event date 03-apr-2023 in the pump history file on svn 000315574514. Please see the first 10 boluses below. 04/03/2023 08:33:11.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1) normalbolusamountprogrammed: 69000 (6.9 u) bolusamountdelivered: 69000 (6.9 u) 04/03/2023 08:56:33.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 750 (0.075 u) bolusamountdelivered: 750 (0.075 u) 04/03/2023 09:01:33.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 1000 (0.1 u) bolusamountdelivered: 1000 (0.1 u) 04/03/2023 09:06:33.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 1000 (0.1 u) bolusamountdelivered: 1000 (0.1 u) 04/03/2023 09:11:33.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 750 (0.075 u) bolusamountdelivered: 750 (0.075 u) 04/03/2023 09:16:33.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 1000 (0.1 u) bolusamountdelivered: 1000 (0.1 u) 04/03/2023 09:21:33.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 1000 (0.1 u) bolusamountdelivered: 1000 (0.1 u) 04/03/2023 09:26:33.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 1000 (0.1 u) bolusamountdelivered: 1000 (0.1 u) 04/03/2023 09:31:33.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 750 (0.075 u) bolusamountdelivered: 750 (0.075 u) 04/03/2023 09:36:33.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 1000 (0.1 u) bolusamountdelivered: 1000 (0.1 u) please see below for the daily total of all insulin delivered on the event date 03-apr-2023 on svn 000315574514. 04/04/2023 00:00:00.000 dailytotalsg670 (63) dailytotalcollectionstarttime: 04/03/2023 00:00:00.000 dailytotalofallinsulindelivered: 423000 (42.3 u) dailytotalofbasalinsulindelivered: 174000 (17.4 u) dailytotalofbolusinsulindelivered: 249000 (24.9 u) there were no autosuspend (12) alarm listed in the pump history file on svn 000315574514. There were no usersuspended (2) alarm noted on the event date 03-apr-2023 in the pump history file on svn 000315574514. Please see below for the boluses list on the event date 28-apr-2023 in the pump history file on svn 000315985590. 04/28/2023 09:23:39.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1) normalbolusamountprogrammed: 66000 (6.6 u) bolusamountdelivered: 66000 (6.6 u) 04/28/2023 10:56:26.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1) normalbolusamountprogrammed: 25000 (2.5 u) bolusamountdelivered: 25000 (2.5 u) 04/28/2023 13:02:19.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1) normalbolusamountprogrammed: 79000 (7.9 u) bolusamountdelivered: 79000 (7.9 u) 04/28/2023 14:11:38.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1) normalbolusamountprogrammed: 38000 (3.8 u) bolusamountdelivered: 38000 (3.8 u) 04/28/2023 22:22:01.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1) normalbolusamountprogrammed: 79000 (7.9 u) bolusamountdelivered: 79000 (7.9 u) please see below for the daily total of all insulin delivered on the event date 28-apr-2023 on svn 000315985590. 04/29/2023 00:00:00.000 dailytotalsg670 (63) dailytotalcollectionstarttime: 04/28/2023 00:00:00.000 dailytotalofallinsulindelivered: 473500 (47.35 u) dailytotalofbasalinsulindelivered: 186500 (18.65 u) dailytotalofbolusinsulindelivered: 287000 (28.7 u) there were no autosuspend (12) alarm listed in the pump history file. There were no usersuspended (2) alarm listed in the pump history file on svn 000315985590. Please see below for the pump error(s)/alarm(s) noted 1 week prior to the event date 02-jun-2023 in the pump history file (primary svn 000315985591). (B)(6) 2023 13:23:01.000 alarmalertnotification (40) faultnumber: lowbatteryalert (104) (B)(6) 2023 22:54:00.000 alarmalertnotification (40) faultnumber: changebatteryfault (73) (B)(6) 2023 23:00:33.000 batteryremoved (55) (B)(6) 2023 23:00:33.000 alarmalertnotification (40) faultnumber: batteryremoved (84) 05/29/2023 23:01:07.000 batteryinserted (44) 05/29/2023 23:01:12.000 batteryremoved (55) (B)(6) 2023 23:01:12.000 alarmalertnotification (40) faultnumber: batteryremoved (84) 05/29/2023 23:01:17.000 batteryremoved (55) 05/29/2023 23:01:29.000 batteryinserted (44) 05/29/2023 23:02:07.000 batteryremoved (55) (B)(6) 2023 23:02:07.000 alarmalertnotification (40) faultnumber: batteryremoved (84) 05/29/2023 23:02:24.000 batteryinserted (44) 05/29/2023 23:02:30.000 batteryremoved (55) (B)(6) 2023 23:02:30.000 alarmalertnotification (40) faultnumber: batteryremoved (84) 05/29/2023 23:03:59.000 batteryremoved (55) 05/29/2023 23:04:03.000 batteryinserted (44) 05/29/2023 23:04:15.000 batteryremoved (55) (B)(6) 2023 23:04:15.000 alarmalertnotification (40) faultnumber: batteryremoved (84) 05/29/2023 23:04:27.000 batteryinserted (44) 05/29/2023 23:04:50.000 batteryremoved (55) (B)(6) 2023 23:04:50.000 alarmalertnotification (40) faultnumber: batteryremoved (84) 05/29/2023 23:04:59.000 batteryinserted (44) 05/29/2023 23:05:29.000 batteryremoved (55) (B)(6) 2023 23:05:29.000 alarmalertnotification (40) faultnumber: batteryremoved (84) 05/29/2023 23:05:32.000 batteryremoved (55) 05/29/2023 23:05:36.000 batteryremoved (55) 05/29/2023 23:06:00.000 batteryinserted (44) 05/29/2023 23:06:13.000 batteryremoved (55) (B)(6) 2023 23:06:13.000 alarmalertnotification (40) faultnumber: batteryremoved (84) 05/29/2023 23:06:32.000 batteryinserted (44) 05/29/2023 23:06:34.000 batteryremoved (55) (B)(6) 2023 23:06:34.000 alarmalertnotification (40) faultnumber: batteryremoved (84) 05/29/2023 23:07:34.000 batteryremoved (55) 05/29/2023 23:15:31.000 batteryinserted (44) 05/29/2023 23:15:34.000 batteryremoved (55) (B)(6) 2023 23:15:34.000 alarmalertnotification (40) faultnumber: batteryremoved (84) 05/29/2023 23:15:43.000 batteryremoved (55) 05/29/2023 23:15:47.000 batteryremoved (55) 05/29/2023 23:15:53.000 batteryinserted (44) 05/29/2023 23:16:03.000 batteryremoved (55) (B)(6) 2023 23:16:03.000 alarmalertnotification (40) faultnumber: batteryremoved (84) 05/29/2023 23:17:48.000 batteryinserted (44) 05/29/2023 23:18:03.000 batteryremoved (55) (B)(6) 2023 23:18:03.000 alarmalertnotification (40) faultnumber: batteryremoved (84) 05/29/2023 23:20:23.000 batteryremoved (55) 05/29/2023 23:20:31.000 batteryinserted (44) 05/29/2023 23:20:38.000 batteryremoved (55) (B)(6) 2023 23:20:38.000 alarmalertnotification (40) faultnumber: batteryremoved (84) 05/29/2023 23:20:45.000 batteryinserted (44) 05/29/2023 23:21:14.000 batteryremoved (55) (B)(6) 2023 23:21:14.000 alarmalertnotification (40) faultnumber: batteryremoved (84) 05/29/2023 23:21:19.000 batteryinserted (44) 05/29/2023 23:22:41.000 batteryremoved (55) (B)(6) 2023 23:22:41.000 alarmalertnotification (40) faultnumber: batteryremoved (84) 05/29/2023 23:22:44.000 batteryinserted (44) low battery alert was due to the customer's battery in the pump is low on power. However, the power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No pump error 25, low battery alert, power loss alarm, replace battery alert/changebatteryfault (73) or replace battery now alarm noted during testing. Lowbatteryalert (104) not confirmed. Changebatteryfault (73) not confirmed. Please see below for the pump error(s)/alarm(s) noted 1 week prior to the event date 03-apr-2023 in the pump history file on svn 000315574514. (B)(6) 2023 16:40:00.000 alarmalertnotification (40) faultnumber: lowbatteryalert (104) (B)(6) 2023 23:34:00.000 alarmalertnotification (40) faultnumber: lostsensor1alert (780) (B)(6) 2023 23:44:00.000 alarmalertnotification (40) faultnumber: lostsensor1alert (780) (B)(6) 2023 00:06:00.000 alarmalertnotification (40) faultnumber: lostsensor2alert (781) (B)(6) 2023 00:16:00.000 alarmalertnotification (40) faultnumber: lostsensor2alert (781) (B)(6) 2023 02:11:00.000 alarmalertnotification (40) faultnumber: changebatteryfault (73) (B)(6) 2023 02:42:00.000 alarmalertnotification (40) faultnumber: offnopower (11) (B)(6) 2023 02:52:00.000 alarmalertnotification (40) faultnumber: offnopower (11) (B)(6) 2023 09:59:37.000 alarmalertnotification (40) faultnumber: battoutlimit (6) earliest power data available per the power management tool/detail trace file is on 5/27/2023 10:27:00 am. There was no power data available for the dates of 03/30/2023-03/31/2023. Unable to check power data for low battery alert, changebatteryfault (73), offnopower (11) and power loss alarm/battoutlimit (6). However, the power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No pump error 25, low battery alert, power loss alarm, replace battery alert or replace battery now alarm noted during testing. The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 239 mg/dl on the pump's home screen. No communication anomaly, calibration anomaly or lost sensor alarm noted. Lowbatteryalert (104) unknown. Lostsensor1alert (780) not confirmed. Changebatteryfault (73) unknown. Offnopower (11) unknown. Battoutlimit (6) unknown. There were no unexpected pump error(s)/alarm(s) noted 1 week prior to the event date 28-apr-2023 in the pump history file on svn 000315985590. The pump passed the functional testing. Unable to confirm alleged high bgs (hyperglycemia). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value of 500 mg/dl.  Troubleshooting was  performed. It was found that the customer has treated the high blood glucose event with the insulin drip and hospitalized. It was unknown if the customer was using the pump within 48 hours of the reported event. The auto-mode feature was  active. No further patient complications were reported. The customer will discontinue the use of the insulin pump and will  be returned for analysis.